Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-02-23 additional information was obtained from the patient. It was reported that the patient's weight at the time of the event was (B)(6) lbs., and that the replacement of the desktop charger (dtc) had resolved the issues of the insr not charging and the ins not getting charged. No patient symptoms and no additional device complications were reported for this event.

Manufacturer narrative:
Analysis of the desktop charger (B)(4) found the connector pins were broken fdc code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the 37761 desktop charger sn# (B)(4) found evidence of broken connector pins.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the desktop charger (dtc) was not charging the ins recharger (insr) and that stimulation had stopped from ins not getting recharged. A replacement desktop charger (dtc) was sent. No symptoms, and no additional complications were reported for this event.